Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID: 97745ac, (serial: unknown); product type: 0001-accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that on friday when recharging the ins the patient (pt) got to a place where the controller battery ran down so they went to recharge it and the controller would not recharge so the controller battery died. This morning when they plug the controller in they got battery empty recharge the controller. Caller noted on friday when trying to recharge the controller it would not do it anymore. Caller noted they got the controller to 70% but it would not go any higher (agent understood caller meant to say the ins got to 70% and would not go any higher. During call caller verified no damage to the controller battery compartment or to the controller battery. Caller removed the controller battery and plugged the controller into the ac power supply, caller verified the controller did not turn on. Caller verified the ac power supply had no damage and neither the controller charging port. The issue was not resolved. An email was sent to the repair department to replace the ac power supply. Patient called back and confirmed receiving replacement ac power supply. Patient was wondering if they should send back their original ac power supply. Agent reviewed with patient that they could dispose of the original ac power supply on their own, no need to send back.